Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her infusion set tubing had air bubbles. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The customer mentioned that she would remove the transfer guard away from the insulin bottle, and then take the reservoir off. She was advised to leave the transfer guard on the bottle to allow air to dissipate. The customer changed her infusion set and the air bubbles did not persist. The reservoir was not returned for analysis.